Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1 vicm5 12.1 implantable collamer lens of -8.00 diopter was implanted into the patient's eye on an unknown date. The lens was flipped and the doctor mentions it was due to his incision placement. The lens was removed and replaced for a backup lens of the same model/size and diopter.

Manufacturer narrative:
Corrected data: d4- serial#: (B)(6) should be corrected to (B)(6) claim# (B)(4).